Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[while trialing, the trial femur broke]" . The product was not returned to depuy synthes, however photos were provided for review. See attachment (dpnl23-051 picture1). The photo investigation revealed that the device 254500726, attune ps fem trial sz 6 rt had broken near the side of the flange. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique (dsus/jrc/0316/1437 rev. K) it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 254500726, attune ps fem trial sz 6 rt would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that trial broke.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary according to the information received, "[while trialing, the trialfemur broke]" the product was not returned to depuy synthes, however photos were provided for review. See attachment (dpnl23-051 picture1). The photo investigation revealed that the device 254500726, attune ps fem trial sz 6 rt had broken near the side of the flange. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique (dsus/jrc/0316/1437 rev. K) it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 254500726, attune ps fem trial sz 6 rt would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.